Event description:
Product surveillance attempted to contact the nurse on (B)(6) 2011. A detailed message was left with the receptionist regarding the iipv event. The receptionist will forward the message to the nurse. No further information is available. No patient injury or medical intervention was reported.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 4719ml. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be: insufficient drain / use error due to inappropriate bypass of the initial drain. A service history review revealed no previous service events were related to the iipv. Labeling review revealed that labeling is adequate for the use error identified in the complaint. Based on a review of all available therapy log data, the cause of the iipv was determined (B)(4).